Event description:
On (B)(6) 2010 I went to the e.r. For an onset of severe sharp, defibrillating pains in my right lower pelvic area, right lower back, vaginal area and groin area. My physician's office advised me to go to the e.r. Since (B)(6) 2010, I have continued to have these pains as well as new symptoms. Currently I am experiencing vaginal discharges, vaginal burning, bladder pain, incontinence issues, right sacroiliac pain, painful intercourse, emotional problems, abdominal pressure and pulling when lifting. My husband has complained of something pinching the head of penis during intercourse which is now on hold due to the pain and sensitivity I am experiencing in my vaginal area. During intercourse, I feel like there is an open lesion inside of my vagina at the very end. My vaginal area is always sore and I now have a tear at the opening of my vagina that bleeds and never heals. I was diagnosed with a cystocele on (B)(6) 2011 in the e.r. MRI shows right sacroiliac degeneration as well as right gluteal tendinopathy. An orthopedic doctor found that I have inflammation in my right sacroiliac area, diagnosing me with right sacroilitis. On (B)(6), 2007, I had the following procedures done: sacrocolpopexy with mesh, paravaginal defect repair with mesh, laparoscopic supracervical hysterectomy and rectocele repair. I believe the problems I am currently are related to the mesh that was used during surgery. I believe the mesh has eroded within my pelvic area and is affecting and weakening the tissues in that area. Lifting is such a burden now and my bladder has fallen again. The mesh was applied to the tip of my vagina binding to the right side of my sacro promontory area. I believe the erosion of the mesh or some defect of the mesh in that area has caused the right sacroilitis as well as the right gluteal tendinopathy.